Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed the reported problem could not be reproduced and there was still sound present. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational to its specification after the speaker was replaced on precaution per current process. The device was returned to the customer. It has been concluded that no further action is required at this time.

Event description:
It was reported the device was presented with a speaker malfunction error message and no sound was coming from the device. The device was no in use on a patient. There was no report of patient or user harm.